Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, while cutting the lung parenchyma, the surgeon was able to press the green button but was not able to squeeze the handle. Hence, the stapler did not fire. Another handle with the same model was used to complete the case. There was no patient injury.